Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and ventricular implantable lead were explanted due to oversensing and inappropriate shocks. During the explant procedure, the header of this device was noted to be loose and later in the procedure, the header came off completely.